Manufacturer narrative:
(B)(4).

Event description:
It was reported during an elective generator changeout procedure, the atrial lead was found dislodged through device testing and fluoroscopy. The patient did not have any symptoms. The lead was capped and replaced. The patient condition after the procedure was fine.